Manufacturer narrative:
This device is 510k exempt for forensic use only. Investigation: the lot number, product number and product description were verified. The devices were not returned for investigation. Evaluation of the retain samples confirmed the customer's complaint. A review of all lots within a 2 year shelf-life was conducted. CAPA (B)(4) was opened for this issue. The following case was reported under a separate medwatch from. Case number: (B)(4); lot number: doa2110316/b121003/b12001; medwatch form: 2027969-2013-00497.

Event description:
Caller alleged that the multi-drug multi-line screen test device sponge dislodged from the collector handle while collecting oral fluid specimens. This device is for forensic use only. Info reported as follows: date: (B)(6) 2013; case number: (B)(4); lot number doa2110317/b21003; quantity: 7. On (B)(6) 2013; (B)(4); doa2110317/b21003; 30. On (B)(6) 2013; (B)(4); doa2110317/b21003; 25. On (B)(6) 2013; 00456614; doa2110317/b21003; 5 and on (B)(6) 2013; (B)(4); doa2110317/b21003; 85. The following case was reported under a separate medwatch form. Date: (B)(6) 2013; case number: (B)(4); lot number doa2110316/b21003/b121001; quantity: 15. There were no reported adverse pt sequela. There were no add'l info provided.